Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed no data for impedance on quick look and in trends. The measurement was performed manually. The ipg remains in use. No patient complications have been reported as a result of this event.